Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the infusion set was not delivering. The customer states they did not receive any alerts. The customer's blood glucose level at the time of incident was 397mg.dl. The customer states they noted slight bend when infusion set was changed. The customer is being sent replacements.